Event description:
On (B)(6) 2013 the lay user/patient in france contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose reading of 291 mg/dl on the reported meter and a laboratory result of 246 mg/dl. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However as the test results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.